Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that, while the customer alleged that the brakes were not holding, the service technician could not duplicated the alleged event and found no defect with this unit. According to the service technicians evaluation the brake operated to specification.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.